Manufacturer narrative:
The received device had the cannula assembly deployed. The download data reported an 0x33 alarm and pulse width timeouts. The device was connected to a master pdm without issues and a 5u bolus was delivered; the pulse-width timeouts were replicated. Investigation of the drive mechanism found no damages or debris that would cause timeouts; a root cause could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 480 mg/dl while wearing the pod longer than 48 hours on the back. Patient reported that bg levels remained high for 24 hours despite delivering several boluses. As treatment, a manual injection of insulin would be delivered. The patient's blood glucose history is as follows: (B)(6).